Manufacturer narrative:
Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 0323781. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the sample submitted our facility was reviewed by our quality engineers. The returned unit had the pinch clamp activated upon receipt. After releasing the clamp and performing flow rate testing, the fluid was able to flow through the device uninhibited. Review the information, this lot product packaged with assembly lots 0267166; assembly at auto line at 2020/02, lot quantity is 81000 ea; review the in process test and outgoing test report for this lot product, all test results meet the product specifications, no abnormal for it. Review the assembly record, there no nonconformities, deviations or rework activities for this lot product. Based on the results of the investigation our engineers have determined that the root cause for this event is most likely related to an error in use.

Event description:
It was reported that pegasus yel 24ga x 0.75in qsyte-cap y prn was damaged. The following information was provided by the initial reporter: on the morning of (B)(6) 2021, the oncology department received normal infusion, and found that the exhaust of the two-needle flushing tube was not smooth. After the needle was removed, the tube was flushed with 10ml or 5ml saline again, and the tube was still blocked, resulting in deformation of the heparin cap. The indwelling needle was punctured on (B)(6) 2021 and indwelling, and an infusion was conducted normally on the 17th. The fluid was anti-inflammatory drugs, and the puncture site was the forearm, and the blood vessels were in good condition.